Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-01176; 2029214-2019-01177. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a marathon catheter was being used to with onyx for embolization of an artery. Upon completion of onyx delivery, the catheter was being removed and approximately 15cm of the catheter broke off. The catheter was attached to the onyx. The rep was not present during this issue. The catheter was discarded at the site. The catheter separation was reported to be in the proximal section. The remainder of the catheter was not removed from the anatomy. No additional medical intervention was provided. The patient was asymptomatic. This event occurred during the treatment of an arteriovenous malformation embolization. The vessel tortuosity is unknown. The devices were prepared per the instructions for use (IFU).